Event description:
It was reported that the device was turned on with the patient programmer and it jolted her. It was noted that it had done this since implant. The patient only used it to brush her teeth, to get control of the left hand. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v025498, implanted: 2007 (B)(6); product type lead product ID 3387s-40, lot# v025498, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).